Event description:
The patient reported that she experienced two vgos where the adhesive did not stay attached. The patient stated she was cleaning her home and started to sweat. The patient stated that she noticed the adhesive pad start to life up. The patient stated she tried to place the adhesive back on her skin but it would not stay down. The patient stated she cleaned the area with an alcohol pad and let it dry completely before applying the vgo. The patient stated it was placed on the back of her arm.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was returned and evaluated. The evaluation results are as follows: device # 1: the device fall off complaint could not be confirmed. This cannot be evaluated during the investigation process. Device # 2: the device fall off complaint could be confirmed. The adhesive pad was returned with numerous amount of hair strands on the adhesive pad. Per IFU on page 20, part 3.c - when choosing the location for the v-go, avoid the following: areas with excessive hair. You may shave the area to help the v-go attach to your skin.